Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the device revealed a motor corrosion and gear train anomaly.

Event description:
On (B)(6) 2011, the patient had an mr-tomographies. On (B)(6) 2011, the pump was filled and the function was correct. On (B)(6) 2011, the patient felt a lack of effect and came in to be checked out. The patient was taking oral hydromorphone for pain. The pump was interrogated. The readout indicated "data locked -> motorstop." The next day the physician tried to reactivate the pump with new programming, but was unsuccessful. The pump was replaced. There was reported to be no patient injury as the patient was taking oral hydromorphone during the event. The patient was "o.k." Following the replacement. The device system was used to deliver hydromorphone (3 mg/ml).